Event description:
Pt has been using bd link blood glucose meters for 2.5 years, in conjunction with a 515 paradigm medtronic insulin pump. She reported recent episodes of passing out and dka. Accuracy of meters verified with office hemocue bd # 1 159 mg/dl. Bd # 2 143 mg/dl, hemocue 81 mg/dl. Products discontinued for old and new ultra meters given with accuracy verified.